Event description:
Lv capture management determined that threshold increased by 0.625 v from 19 sep-2022 to 20-sep-2022. This increase was greater than amplitude safety margin (+0.5 v) and may have compromised capture. Current lv capture threshold appears to be below output. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).